Manufacturer narrative:
Concomitant: product ID 977a175, lot# 0208233005, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that impedances of >10000 ohms were measured on contact 6. Reprogramming was performed. There were no patient symptoms or complications associated with the event. The patient was ¿ok¿ and receiving effective therapy.